Event description:
It was reported patient presented in clinic for left ventricular (lv) lead revision due to high capture threshold. The lv lead was unable to be repositioned due to patient anatomy and the physician elected to use a different lead. The lv lead was explanted and replaced. Patient was stable.

Event description:
Additional information received indicated that the left ventricular (lv) lead had dislodged. Chest x-ray was performed to confirm the dislodgement.

Manufacturer narrative:
The reported event of inadequate capture was unconfirmed. A complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was stretched, bent, and clogged with blood. X-ray examination found the damaged helix to be consistent with procedural damage. The helix mechanism and extension length test were unable to be performed due to the damaged helix. Electrical testing was normal. No other anomalies were found.